Event description:
Prolene mesh, 3x6. Polypropylene -monofilament- mesh. First hernia surgery turned into a nightmare. After complaints consistently, went and had another exploratory surgery where he said the mesh was removed. Felt worse and worse so once again for the 4th time had surgery again by another surgeon, problems still getting worse and worse and if I explained them all here, I would be talking forever. Example of a few: incision site very swollen and hard, blood in bowel movements, feel sick all the time, constipation/diarrhea, chronic pain and tingling at site, groin area, down right leg, back. I can't even explain all the problems I am having. People need to take us seriously when we say these devices are running our lives. We aren't told that these mesh can cause this much harm and we put our trust in the doctors. What really hurts is when you go to your dr complaining about the pain, and they look at you like you are insane, then try to prescribe you anti-anxiety, or depression medicine.